Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the lines of a homechoice automated pd set with cassette without an alarm. This occurred during use; the patient was not connected at the time of event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.